Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was not responding. The insulin pump had a blank display. The screen was blurry. Her blood glucose level was around 400 mg/dl. The display returned after troubleshooting. The customer's husband reported that she was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Her blood glucose level was not reported. She was vomiting. The insulin pump was malfunctioning and the customer was not receiving any insulin. The customer was treated with IV drip and fluid. She was not wearing the insulin pump at the time of the emergency room visit. She was off the insulin pump for a few hours. The device was not returned.